Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016 that the patient experienced a skin reaction on (B)(6) 2016. Patient reported that they developed a skin reaction at the insertion site of the sensor. Reaction started as intense itching around the insertion site and after a few days the sensor was being pushed out leaving a red hard spot that was persistent and would not heal or go away after sensor removal. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.